Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised after patient complaint of limb length discrepancy and pain. X-ray revealed that stem had subsided. It was discovered that subsidence occurred progressively after patient suffered an unreported periprosthetic fracture that the patient decided to let go untreated. Patient had a reported bmi of 39. The liner and head were exchanged for larger-sized stryker devices. The stem and shell remained in the patient.